Event description:
The account alleged that they cannot lower the head electrically or by using at least one of the cardio pulmonary resuscitation release handles. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.